Event description:
As the surgeon fired the endo gia univesal, loaded with 60-3.5mm sulu, the instrument cut the lung, but did not lay a staple line. The surgeon could not open the instrument, they pulled the instrument out, and the patient had to be opened. Surgeon manually had to stop the bleeding. Surgeon manually completed the case. Patient is fine. There was no staple line reinforcement used, during procedure.